Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the core impaction drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation the reported event of overheating was confirmed. It was found that the motor assembly was corroded, which was the probable cause of the reported overheating.